Event description:
It was reported that noise was observed on the atrial lead. The patient would be monitored through follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information from a patient follow-up reported automated mode switch episodes. No patient symptoms were reported. The lead exhibited stable electrical values and was left in place. The patient would continue to be monitored.